Manufacturer narrative:
Duragen plus dural regenation matrix 2x2 (dp1022) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Videos were provided by the customer; however, it is not possible to view them and customer later confirmed that videos in their possession was damaged. However, investigation of retained samples was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - one (1) retain sample unit was visually inspected: dispenser box and contents were in good condition, tray sealing area was complete, and no defect was observed on the sponge. Medical assessment - based on the information available, a medical assessment was performed which concludes the following: ¿the information contained within the complaint is indicative of a surgical technique procedural issue and does not indicate the occurrence of a device malfunction. It is possible to roll any matrix into a ball that may adhere to itself as it would the dura, should a matrix be manipulated in such a manner.¿. Root cause - based on the information available and the medical assessment provided, the root cause for the reported event is most likely due to a surgical technique issue and not a device malfunction. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that when introducing the dura graft transphenoidally, when passing through the nasal duct, the duragen plus dural regenation matrix 2x2 (dp1022) became a ball that was difficult to manipulate. The physician could not extend it in its entirety at the surgical site, so it was left in the form of a plug and filled with a tessel-type fibrin sealant to guarantee closure and avoid fistula in the post-operative period. There was no patient injury reported.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.